Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the most recent device check showed normal implantable cardioverter defibrillator (ICD) function.

Manufacturer narrative:
Concomitant medical products: 4473 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a heart rate of 38 but the implantable cardioverter defibrillator (ICD) was set at 70. The patient further reported that they were told they "had been skipping the heart rates" and indicated activities such as walking into the physician¿s office and rolling over in bed overexerted the patient. It was noted that the patient had recently started new medications. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.